Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID tractip 200 laser fiber was used in a ureteroscopy with laser lithotripsy procedure in the kidney and ureter performed on (B)(6) 2019. Reportedly, the laser unit used was holmium lumenis 30 watt laser console. According to the complainant, during the procedure, the laser fiber broke off about a foot and half away from the laser and burned a very small hole on the floor. Reportedly, it was not inside the patient and no one was injured. The procedure was completed with another flexiva ID tractip 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event.